Event description:
During preparation for a pulmonary vein isolation procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During preparation it was difficult to flush the device, the flush port had turned white and rotated freely but was not truly detached. However, the physician noted that the flush port may detach if pulled. Thus, the catheter was replaced, and the procedure was completed with another farawave catheter. There was no patient complications reported. The catheter was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Upon return and inspection, potential adhesive was observed in the flush tubing. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and irrigation was functional in all catheter deployment states. Microscopic analysis of the catheter was performed and with the help of an ultraviolet (uv) light, it was possible to observe that the potential adhesive is outside of the tubing, which would not affect the operation of the flush system since it would not be in contact with the inner section. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation for a pulmonary vein isolation procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During preparation it was difficult to flush the device, the flush port had turned white and rotated freely but was not truly detached. However, the physician noted that the flush port may detach if pulled. Thus, the catheter was replaced, and the procedure was completed with another farawave catheter. There was no patient complications reported. The catheter is expected to be returned for analysis.